Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that part of light-emitting diode (led) on the front panel does not turn on. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: part of light-emitting diode (led) on the front panel does not turn on. Based on the results of the investigation, only appearance failure was confirmed, therefore, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.